Event description:
Meter had no power. They had tried replacing the battery twice. The issue was not resolved with troubleshooting. There was no adverse event reported. No further clinical information was provided.